Event description:
Procedure type: esophagectomy. According to the rptr: the anvil of the device became lodged in the esophagus after it was disconnected from the orvil tube. The anvil was removed from the esophagus via gastroscope.

Manufacturer narrative:
(B)(4).